Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's revision procedure on (B)(6) 2014, the patient experienced a cerebrospinal fluid leak due to the physician having difficulty advancing the replacement lead. Revision procedure reported under MFR. Report#: 1627487-2014-26512. In turn, the physician decided to abandon the procedure. Additionally, it was reported the patient was asymptomatic.